Event description:
It was reported that during a laparoscopic appendectomy procedure, it was the first firing and the device partially fired. The handle was jammed. They used more power and the handle was broken and the jaws of the instrument were jammed. They succeeded to open the jaws enough. The appendix site was oozing, which they succeeded to stop the bleeding by suturing. Suture was used to complete the procedure as they did not need the stapler anymore.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how much blood was lost (ml)? Not so much. Difficult to say. Did the patient require a transfusion? No. Did the firing trigger break? Yes. If yes, did it break off and is it being returned with the device? Yes and unfortunately no. If another part of the handle broke, which part? The whole triggering handle. Was the device fired across or near an existing staple line or clip? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received with the firing trigger damaged and with a 6r45b cartridge loaded in the device. The returned reload was partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Event could not be confirmed as the device closed and opened without any difficulties noted.